Manufacturer narrative:
D10 concomitant products: sc543-12, sc543-12 caprosyn* 3-0 und 75cm sc1x12 (lot#:d4a3772y), sc543-12, sc543-12 caprosyn* 3-0 und 75cm sc1x12 (lot#:d3j1707ry), sc543-12, sc543-12 caprosyn* 3-0 und 75cm sc1x12 (lot#:d4a3772y), sc543-12, sc543-12 caprosyn* 3-0 und 75cm sc1x12 (lot#:d4a3772y), sc543-12, sc543-12 caprosyn* 3-0 und 75cm sc1x12 (lot#:d4a3772y), sc543-12, sc543-12 caprosyn* 3-0 und 75cm sc1x12 (lot#:d4a3772y), sc543-12, sc543-12 caprosyn* 3-0 und 75cm sc1x12 (lot #:d3j1707ry), sc543-12, sc543-12 caprosyn* 3-0 und 75cm sc1x12 (lot#:d3j1707ry) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the 20 sutures broke while suturing. An additional new suture was used without issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: d4 (UDI#), d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. Two representative samples were received for evaluation. Visual inspection noted one sample was evaluated. Light assisted microscopic inspection of the breathable pouches noted no breaches or damage. The needle was properly parked in the retainer. The needle was disengaged from the suture upon opening the foil pouch. Upon microscopic inspection, the needle swage was full of suture material, indicating the suture broke at the swage. It was reported that the sutures broke. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.